Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. The customer's blood glucose was 200 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged wake button issue could not be verified.